Manufacturer narrative:
Taper ii. Visual exam of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted breakage of the port tubing (this is the portion of tubing located between the stainless steel connector and the port, not between the stainless steel connector and the band). The breakage of the port tubing appears to be wear related and there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage.

Event description:
Pt reported as "lack of restriction, leak."